Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported experiencing elevated blood glucose levels leading to ketoacidosis caused by the infusion sets. Pt stated he experienced a blood glucose level of around 500 mg/dl. Pt reported he was taken to the hospital by his parents and removed from the infusion device. Pt stated he was diagnosed with moderate dka. Pt reported he received an insulin drip which brought his blood glucose level down to the target range. Pt's target blood glucose level is 70-150 mg/dl. Pt stated he was released from the hosp on (B)(6) 2011. Pt reported his infusion set prior to this incident was bent and he is convinced the infusion set caused his elevated blood glucose level. Pt stated he did not notice any leaking around the infusion site. Pt uses the insertion assist plus device to insert the infusion sets. Pt reported he has experienced elevated blood glucose levels occasionally but did not know how many times it occurred. Pt has discarded the alleged infusion set. Replacement infusion sets were sent; no product return was requested.